Manufacturer narrative:
H3: product analysis of the nim mainframe found that at arrival, the customer owned nim console and patient interface were tested on each other, and no anomalies could be found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). Product analysis of the nim patient interface found that the customers complaint could not be confirmed, the device works as expected and no deviations have been found. Additional codes: img code g02005 is applicable for the patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during a thyroid removal procedure, problems occurred with the nerve monitoring system. The recording was correct only on one side of the patient, on the other side all tissues gave the signal, which caused confusion in the correct reading of the laryngeal nerve. The system was turned off and reset many times, the electrodes showed correct connection, but the device did not show the correct recording. The procedure was completed without the use of the nerve monitoring system. The replacement device was sent after this case was ended. There was no patient impact.